Manufacturer narrative:
Device evaluation summary: kinks were evident on the hypotube 54.5cm and 62.5cm proximal to the distal tip. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 6th stent wrap with struts raised. Misalignment was evident to the 4th stent wrap with strut raised. No deformation was evident to the distal tip. The guidewire lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood. Image review: photo 1 shows an image of the distal portion of the device including the stent and a portion of the distal shaft. Deformation is evident to the mid region of the stent with the struts appearing raised. Photo 2 shows shelf carton for endeavor sprint device. The lot number on the shelf carton corresponds with lot number on gch. Additional information: the d1 opening was 99% limited stenosis, with middle myocardial bridge. A vascular dissection formed at the distal end of the stent. It is reported that the physician did not pay attention to the anatomical problems before or after the placement of 2.75x14mm endeavor sprint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A 2.75 x 14 mm endeavor sprint drug eluting stent was attempted to be used to treat a moderately tortuous, moderately calcified lesion with 90% stenosis in the proximal - distal lad. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. A 6f ebu35 guide catheter and a non-guide wire were used. The lesion was pre-dilated using a non-mdt balloon. A 3.00 x 24 mm endeavor sprint was implanted in the proximal lad, with a maximum pressure of 14 atm. A distal vascular interlayer of the vessel was then formed. Difficulties were encountered when advancing the 2.75 x 14 mm device and it failed to cross the distal lesion. After many attempts, the stent was removed and noted to be deformed. The balloon of the 3.00 x 24 mm device was then used to dilate the artery and press the formed interlayer, which had provoked the distal lesion stenosis. Re-examination showed that the interlayer had disappeared, and the operation was ended. No patient injury is reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.